Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shocks for rapid atrial arrhythmias. The device was reprogrammed and medications administered for the atrial rhythm. The patient was well after the event.